Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio ( caution: sharp ); catalog number: 00-7703-015-00; serial number: (B)(4). Z.s.g.m. Cutter 2:1 ratio ( caution: sharp ); catalog number: 00-7703-020-00; serial number: (B)(4). Z.s.g.m. Cutter 3:1 ratio ( caution: sharp ); catalog number: 00-7703-030-00; serial number: (B)(4). Therapy date provided is a placeholder, as that is a required field. The exact event/therapy date is unknown.

Event description:
It was reported that this device is damaging the skin graft. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was in calibration specifications. The device was disassembled, cleaned, calibrated, tested, and returned. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.